Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions to perform a complete pump reset. Following the reset, the device no longer displayed the error code, and the caller was able to successfully start a new sensor session.